Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on 30jan2017. It was determined that the anti-a test well unexpectedly visually appeared negative, and that the a1 reverse typing reagent red blood cell well unexpectedly visually appeared weakly positive.

Event description:
On 29jan2017, a customer reported an unexpected abo mistype when tested on a galileo neo on (B)(6) 2017.